Event description:
Transported to pediatric ICU after emergent cardiac cath episode of acute decompensation with ventricular fibrillation noticed on bedside monitor with no alarm notification. An arrest occurred requiring full resuscitation with sinus rhythm restored after cardioversion. Weak right doppler pulse lower extremity post arrest with return of palpable pulse within 12 hrs after heparin therapy started.